Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhagia ('excessive and frequent menstruation') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid and nabothian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), headache ("headaches"), anaemia ("anemia"), arthralgia ("joint pain"), fatigue ("fatigue") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy, salpingectomy scheduled on (B)(6) 2020 and ablation). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, headache, anaemia, arthralgia, fatigue, depression and weight increased outcome was unknown. The reporter considered anaemia, arthralgia, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, pelvic pain, polymenorrhagia and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on 07-nov-2017: essure devices in place. Uterus (long x ap x trans): 10.2 x 6.2 x 6.8 cm uterus: anteverted. Multiple fibroids some of which are partially calcified; the largest fibroid measures 3.8 x 3.5 x 3.8 cm in the right lower uterine body. Essure device in place at both cornua. Cervix: nabothian cysts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. Reporter information, device information (date implanted) and events "heavy bleeding, pelvic pain, joint pain, anemia, dysmenorrhea, fatigue, headaches, depression and weight gain" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhagia ('excessive and frequent menstruation') in an adult female patient who had essure inserted. The patient's concurrent conditions included uterine fibroid and nabothian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic total hysterectomy, salpingectomy scheduled on (B)(6) 2020). The reporter considered polymenorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on 07-nov-2017: essure devices in place. Uterus (long x ap x trans): 10.2 x 6.2 x 6.8 cm uterus: anteverted. Multiple fibroids some of which are partially calcified; the largest fibroid measures 3.8 x 3.5 x 3.8 cm in the right lower uterine body. Essure device in place at both cornua. Cervix: nabothian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhagia ('excessive and frequent menstruation') in an adult female patient who had essure inserted. The patient's concurrent conditions included uterine fibroid and nabothian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic total hysterectomy, salpingectomy scheduled on (B)(6) 2020). The reporter considered polymenorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: essure devices in place. Uterus (long x ap x trans): 10.2 x 6.2 x 6.8 cm. Uterus: anteverted. Multiple fibroids some of which are partially calcified; the largest fibroid measures 3.8 x 3.5 x 3.8 cm in the right lower uterine body. Essure device in place at both cornua. Cervix: nabothian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.